Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject mr290v autofeed humidification chambers provided as part of the rt380 adult dual heated evaqua2 breathing circuits, to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in the united kingdom reported via the regulatory body medicines and healthcare products regulatory agency (mhra) that an mr290v chamber provided as part of an rt380 adult dual heated evaqua2 breathing circuit was found leaking water from the base of the chamber. The healthcare facility also reported that there were visible cracks on the chamber. There were no reported patient consequences. Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event.

Manufacturer narrative:
(B)(4). Method: the subject mr290v autofeed humidification chamber provided as part of the rt380 adult dual heated evaqua2 breathing circuit, was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is based on the information, photograph(s) and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: the healthcare facility stated that the mr290v autofeed humidification chamber provided as part of the rt380 adult dual heated evaqua2 breathing circuit was leaking, and that there were hairline cracks visible on the chamber visual inspection of the provided photograph observed a crack, from the base of the subject chamber. White residue was also seen on the inside of the chamber dome. Conclusion: without the subject device, f&p healthcare's investigation was unable to determine the exact cause of the reported fault. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the mr290v vented autofeed humidification chamber state the following: - do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - do not use the chamber if the seals are not intact when received, or if it has been dropped. - use of the mr290 above maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilator pressure. - use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.

Event description:
A healthcare facility in the united kingdom reported via the regulatory body medicines and healthcare products regulatory agency (mhra) that an mr290v chamber provided as part of an rt380 adult dual heated evaqua2 breathing circuit was found leaking water from the base of the chamber. The healthcare facility also reported that there were visible cracks on the chamber. There were no reported patient consequences.